Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave iabp (intra-aortic balloon pump) had frequent automatic filling errors.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The incident was determined to be a duplicate report to complaint tw (B)(4) (authority ref 2249723-2025-0001760. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
Na.